Event description:
The clinician reports the implant was inserted (B)(6) 2022 in ada 11. On (B)(6) 2024, loss of osseointegration was verified. Patient presented with poor oral hygiene and bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, pain, mobility and swelling. No further patient complications were reported.